Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced leakage at coupling on (B)(6) 2024. The issue occurred during insertion with one infusion set. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. Also, the patient experienced redness at site. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d4: lot number and expiration date. H4: manufacturing date.